Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event involved a tego connector where the customer reported that a clot was pulled from tego connector, and that there were flow problems using tego connectors. There was unknown patient involvement, no delay in therapy. A medwatch report # mw5170829 (attached) received which stated that clot was pulled from tego connector, and that there were flow problems using tego connectors. The type of event is serious injury, however, no information regarding the injury or any malfunction has not been provided. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
The complaint could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.